Event description:
Doctor performing bronchoscopy with q180, #(B)(4). Doctor noted he was able to go in and out of patient's trach. But on the last pass the scope got stuck in the patient's trach. Unable to ventilate patient, doctor pulled scope out with extra force and tip of scope broke off in patient. Another bronchoscope was used to retrieve the tip. During the time, patient's hr, b/p, and spo2 had not changed. Ventilator settings needed changed to be able to ventilate patient. Once tip removed, ventilation improved. He made four passes with the scope through the tracheostomy tube with no problems. On the fifth pass the inner cannula bunched up and snagged the skin of the bronchoscope insertion tube tearing the skin off the tube and causing a small portion to remain in the airway. The scope was removed, another scope quickly obtained and the portion of the scope remaining in the lung was successfully retrieved with biopsy forceps leaving no residual in the lung. Upon review, the bf-q180 scope outer diameter is 5.5 mm and the trach tube inner cannula is 6.0 mm. The recommendation is to use a bf-p160 bronchoscope which has a 4.9 mm outer diameter to allow for more room. A bronchoscopy guide developed by the respiratory therapy department for scope size was provided and will be distributed to the intensivists for reference. Manufacturer response for bronchoscope, olympus (per site reporter): unknown.

Event description:
Doctor performing bronchoscopy with q180 #2244805. Doctor noted he was able to go in and out of patient's trach. But on the last pass the scope got suck in the patient's trach. Unable to ventilate patient, doctor pulled scope out with extra force and tip of scope broke off in patient. Another bronchoscope was used to retrieve the tip. During the time, patient's hr, b/p, and sp02 had not changed. Ventilator settings needed changed to be able to ventilate patient. Once tip removed, ventilation improved. He made four passes with the scope through the tracheostomy tube with no problems. On the fifth pass the inner cannula bunched up and snagged the skin of the bronchoscope insertion tube tearing the skin off the tube and causing a small portion to remain in the airway. The scope was removed, another scope quickly obtained and the portion of the scope remaining in the lung was successfully retrieved with biopsy forceps leaving no residual in the lung. Upon review, the bf-q180 scope outer diameter is 5.5 mm and the trach tube inner cannula is 6.0 mm. The recommendation is to use a bf-p160 bronchoscope which has a 4.9 mm outer diameter to allow for more room. A bronchoscopy guide developed by the respiratory therapy department for scope size was provided and will be distributed to the intensivists for reference. Manufacturer response for bronchoscope, olympus (per site reporter): unknown.